Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The patient presented in the emergency department with increased lethargy, shortness of breath, and had an episode of syncope and confusion. The event log captured many pulsatility index (pi) events. A chest radiograph showed the impression of a near complete opacification of the left lung with rightward deviation of the mediastinum and right basilar subsegmental opacities are likely secondary to compressive atelectasis which could not exclude infection or aspiration. A chest tomography (CT) was recommended for further evaluation. It was noted that the patient experienced right ventricular failure and will also undergo a transcatheter aortic valve replacement status post elephant trunk technique used with initial left ventricular assist device (lvad). It was also noted that the patient will be started on milrinone. The pump operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended with no notable events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. The IFU addresses all pump parameters, including pulsatility index (pi). This document further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.